Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had a high blood glucose value of 421 mg/dl. Customer searching for signal and loss of communication and got no sensor signal. Customer declined to trouble shoot for high blood glucose. The device will not be returned for analysis.